Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, chronic infection, and subsequent surgical intervention for mesh explant. The instructions-for-use (IFU) supplied with the device lists infection as a possible complication. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2009, the patient was implanted with a bard/davol ventralex hernia patch, to repair a ventral hernia. It is alleged that on or about (B)(6) 2017, the ventralex hernia patch was removed from the patient. Attorney alleges that the patient has experienced and/or continues to experience significant physical and mental pain and suffering, sustained permanent injury, chronic infection, loss of energy; and has undergone continued medical treatment. Attorney alleges that the ventralex patch implanted in the patient failed to reasonably perform as intended. It is alleged that the ventralex patch caused serious injury and had to be surgically removed once in the patient's body. It is also alleged that when the ventralex patch was implanted in the patient's body, the product was defectively designed.